Event description:
Tampon was stuck in her body when the string pulled out [device breakage] tampon stuck in the body; went to the emergency and had it removed by a gynecologist [foreign body in reproductive tract] case narrative: on 10-jan-2024, a spontaneous report was received from a consumer regarding a 29-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the patient started use with playtex sport plastic, unscented. On (B)(6) 2023, after using the product, the tampon was stuck in her body when the string pulled out. The consumer went to the emergency and had it removed by a gynecologist on (B)(6) 2023. As of 10-jan-2024, the status of product use was discontinued. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for lot 23236ca and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.